Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 15.5 mm from the distal end. There were scratches around the broken part. Also a part of the coating of the probe around scratches was peeled off. It indicated the probe had cracked from the scratch then broken off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1 when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2 this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3 the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4 when cleaning the probe tip extracorporeal, this caused the probe tip was applied a load, and the probe broke. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a total laparoscopic hysterectomy (tlh), the subject device was used. The probe of the subject device was broken off when the user cleaned the subject device outside the patient. The intended procedure was completed with another device. There was no patient injury reported.